Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged resulting in high increasing thresholds and loss of capture. The lv lead was repositioned and remains in use. It was further reported that the device was replaced due to early battery depletion. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.